Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Patient data - height 185 cm. Manufacturing site evaluation: the explanted device (insert only) is available for investigation in a decontaminated condition. Revision operation due to shaft fracture 16 days postoperatively. In the course of the revision operation, the insert was changed because of the rough surface. Failure description: the inlay shows clear visible scratches on the surface. Investigation: the components were examined visually and microscopically. The case was discussed with a specialist from the product management group. Furthermore, the involved surgeon was questioned about the potential root cause of the rough surface of the insert in such a short period. The insert showed a rough surface with clearly visible scratches which indicate a third-body in the gliding surface between the ball head and the inlay. There is visible damage at the edge of the insert, most likely they originate from the revision procedure. The available x-ray results show the fractured shaft and the cerclages. Due to the circumstance that the cementless stem is not available, an investigation is not possible. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of the production. No similar incidents have been filed with products from these batches. Conclusion and root cause: in relation to rough surface of the insert: based on the information available as well as a result of our investigation it is not possible to determine the definitive root cause for the rough surface of the insert. It could be possible that the root cause is usage related. In relation to periprosthetic shaft fracture: based on the information available and due to further experiences the root cause of the failure is probably patient related/usage related. Rationale: in relation to rough surface of the insert: there are no hints of a material problem. According to the quality standard and DHR files, a material defect and production error is improbable. There is a 100 % check of implants, and we therefore assume that the complained insert did not leave aag in such a condition. At this time, we exclude a design related error because the market feedback is unremarkable. A maintenance failure also can be excluded because this issue is only relevant for instruments. It could be possible that the damages (scratches and rough surface of the insert) originate from third body during the implantation (kind of pre-damage).

Event description:
It was reported that there was a revision of the hip implant. The patient underwent implantation of a left hip prosthesis on (B)(6) 2019. A revision occurred on (B)(6) 2019 due to a periprosthetic shaft fracture of the femur. During the revision, the insert was exchanged because of the rough surface of the device. Additional information was not provided, but has been requested. Associated medwatches: 9610612-2019-00318, 9610612-2019-00323 (this report- excia t plasmapore). Concomitant components: nv156t - 52479215 - plasmafit plus cup, nk652d - 52478373 - biolox delta head.